Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose while walking, treated with fruit snacks and juice, then paused insulin delivery for about an hour and subsequently observed a high to 260 mg/dl before unpausing the ilet, after which glucose trended back toward range; device-related details were limited. Symptoms included hypoglycemia. Outcomes included no serious injury or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.